Event description:
It was reported that high impedance had been observed on the left ventricular lead. Fluoroscopic imaging was normal. A new pacing vector with normal impedance was found. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.